Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air/water system on the evis lucera elite gastrointestinal videoscope exhibited weak airflow. The device was inspected prior to use and the issue was observed during an unspecified procedure. There were no reports of patient harm or impact associated with this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures and the nozzle was flushed with air and water. Regarding manual cleaning: the customer could not confirm any information. During the device evaluation, the reported issue was confirmed; the air/water flow rate did not meet with specifications due to the foreign material found. In addition, the foreign material prevented fluid from being fully removed from the air/water cylinder. Visual examination of the device found the following issues: the bending section cover adhesive was scratched, cracked, chipped and cloudy; switch button 2 was scratched; switch button 4 was scratched; the universal cord protector was scratched; the objective lens was scratched; the nozzle was dirty; the connector cover was scratched; and the connecting tube was scratched and wrinkled. Functional testing showed both directional knobs were damaged and made an abnormal sound during operation. In addition, the bending section/connecting tube could not be fully secured together due to deformation of the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.